Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3389s-40, lot# v687522, implanted: (B)(6) 2011, product type: lead; product ID 7438, serial# (B)(4), product type: programmer, patient; product ID 3389s-40, lot# v687522, implanted: (B)(6) 2011, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator was all messed up. The reporter stated the ins recorded that it had been on and off 1023 times. The reporter stated their healthcare professional had never seen anything like that before and they were not sure what to do. It was noted the hcp turned the ins off for about a half hour to see if the settings would go back to normal. It was further noted the settings did not change. The reporter stated the hcp decided to turn the voltage up pretty high to compensate for some of the other reading to see what that did. It was noted that after the patient left their hcp¿s office, they started having a terrible pulling. The reporter stated it felt like electricity was surging through their body and their right side was pulled into a weir position. It was noted the patient¿s mouth was twisted and they could not talk. It was further noted the patient tur ned the ins off and called their hcp. It was noted the patient left the ins off overnight and the patient met with their hcp the following day. The reporter stated their hcp thought that by having the ins off overnight the settings would be normal again. It was noted the settings had not changed at all. It was further noted the patient¿s hcp turned the settings back to where they were the previous day. It was noted the hcp did increase the voltage a little hoping that would maybe help with the pulling the patient was feeling. The reporter stated their hcp felt like the tissue in the brain where the end of the electrodes or wires was connected had become so traumatized that the tissue retracted itself. The reporter further stated the electrodes were trying to reach out to get to the tissue and that was shy the readings were all so high and messed up. It was noted the patient stated they needed to allow the tissue to settle back so the readings were normal and they could go ahead with making adjustments that would put thing back to normal. The reporter stated they could not say they felt a lot of difference, but it was not like they could live that way for a few more weeks. Additional information was requested, but was not available as of the date of this report.